Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix of the right ventricular (rv) lead extended from the catheter too much and the tension exerted on the lead was unable to be adjusted. One day after implant, the patient¿s blood pressure rate did not increase. Computerized tomography (CT) imaging detected pericardial effusion. The patient¿s condition was stable. The physician decided to monitor. The day after, the patient¿s blood pressure restored. It was suspect that the effusion was caused by the helix issue during the implant. The lead remains in use. No further patient complications have been reported as a result of this event.